Event description:
It was reported that patient presented due to no pacing. Device is programmed to vvi pacing at 80ppm however, no ouput was seen on EKG. The ICD could not be interrogated. It was noted that the battery had depleted. It is believed this was due to high output settings and high threshold that the battery longevity was significantly reduced. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
No communication could be established between the device and the programmer upon receipt. Low battery voltage was observed. With another battery attached, the device functioned normally; no high current was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and an internal battery anomaly was found to cause the premature battery depletion and the inability to communicate.